Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) catalog #: unknown but referred to as a cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
This additional information received on 05jun2018 as follows: pt allegedly received an implant on (B)(6) 2013 via the internal jugular vein due to massive bilateral pulmonary embolism in the setting of persistent lower extremity thrombus. Pt alleges tilt, shortness of breath, premature ventricular contractions, bigeminy, chest pain, cardiac catherization, syncope. Pt further alleges bipolar ii, anxiety.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, tilt, shortness of breath, heart issues, chest pain, bipolar, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain/discomfort, shortness of breath is directly related to the filter. Unknown if the reported heart issues, bipolar, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.